Manufacturer narrative:
H6: investigation summary: customer returned (2) loose syringe 0.3ml 31ga 6mm halfunit 10bag from unknown lot#. The customer stated that there were two defective syringes with orange cap breakage and distortion. Returned syringes were visually examined and observed damage/distortion on both syringe shields. Due to the batch being unknown, no DHR review can be completed. Based on the sample received, embecta was not able to confirm the customer indicated issue. A definitive root cause cannot be determined. H3 other text : see h10.

Event description:
It was reported that the shield on the bd veo¿ insulin syringe with the bd ultra-fine¿ needle was broken and deformed. This occurred with 2 syringes. The following information was provided by the initial reporter: "the customer stated that there were two defective syringes with orange cap breakage and distortion."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the shield on the bd veo¿ insulin syringe with the bd ultra-fine¿ needle was broken and deformed. This occurred with 2 syringes. The following information was provided by the initial reporter: "the customer stated that there were two defective syringes with orange cap breakage and distortion".